Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The receiver was returned for evaluation. An external visual inspection was performed and failed due to cracked lcd screen. A receiver boot was performed and failed due to cracked lcd screen. A functional test was not performed due to cracked lcd screen. The log was not downloaded due to cracked lcd screen. The receiver case was not done. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.